Event description:
It was reported that the catheter was noticed to be fractured during the removal of the pump. The fractured proximal portion of the catheter was removed from its connector and a splicing kit was utilized to place a new proximal catheter. It was indicated that, as of that same day, the event had resolved without sequela. The event was reportedly unrelated to the implant procedure and the patient had experienced no signs or symptoms. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).